Event description:
The manufacturer received information alleging a malfunction of a ventilator service required alarm occurred on the device. There was no harm or injury reported. The device was replaced at the customer site. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery was replaced to address the issue. Afterwards, a final and running tests, battery and valve checks were performed on the device. A cleaning of the device was performed, and the device was found operational.